Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient's blood glucose was running very high and she ended up needing to go to the hospital. The patient's blood glucose read high (>500 mg/dl) while wearing the pod on her arm for between 4 and 24 hours. She was diagnosed with diabetic ketoacidosis. She was throwing up and her stomach was hurting. Treatment included an IV with saline solution to flush out the ketones and sugar (added to control how fast her blood glucose was brought down). She was also provided lantus and novolog. The patient's temporary basal had been recently changed to increase and decrease during different parts of the day. The doctor made changes to her insulin doses and her nighttime basal was decreased by .25. The device was taken off in the hospital and not retained by the patient. The patient's blood glucose history is as follows: date/time: 05/22/2018 1:28 am, bg(mg/dl): 466; 5:19 am, 386. 10:50 am, 319. 1:43 pm, high. (B)(6) 2018 12:40 pm, 241; 10:56 pm, 258.